Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information received from the patient reported that they had a power-on-reset (por) message appear (code unknown) on their recharger unit. It was noted by the patient that the issue started 2-3 weeks ago. On (B)(6) 2015, the patient reported that they felt the stimulation/therapy from their implantable neurostimulator (ins) was erratic. The patient was walked through decreasing the therapy on programs 1 and 2 (only 2 programs available to them). The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.